Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient mentioned they are having a lot of back issues even with the stimulator down at the base of their spine and they are telling the patient that their nerves are all compressed and that is all new since the implant. Some days they can't even walk and some days they get real bad pain in the area growing below the privates up along the insides of their legs and it goes into their back. Patient is also having a little bit of incontinence problem and has been going to the bathroom every hour on the hour for about 2 weeks or more. The bladder stuff started in march first and they found blood in the urine so they don't know if that has anything to do with the implant but they kind of doubt that it does if it's anything. Pt states 3 days ago he felt a burning inside above the spinal cord stimulation (scs) implant which was out of the blue. Pt states he wasnt charging or anything and had just increased the stimulation a little bit. Pt later states felt like a shock sensation too. Pt states it was a burn that didnt last long but is concerned about this. Pt states he has a scab patch right above buttox and wondering what thats all about and if hes been getting burnt or what that is. Pt states right on the corner of the stimulator. Pt states seems like the scs device slipped down more a couple weeks ago while charging one day and felt he had to lower the charger. Pt states a few months ago called his doctor and they never got back to him. Pt mentioned having all kinds of different issues. Agent reviewed longevity of the ins. Pt states he has to increase to 9v to even get relief but felt that sudden shock and felt a burn. Pt states normally is at a 7v. Pt states has to charge every 2-2.5 days and before would be 3 days. Pt states his average stim is at 6.4 or 6.5. Agent reviewed depends on settings/usage. Agent sent notification to the field. Manufacturer representative (rep) reports speaking with pt and discussing hcp options in the area.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.